Event description:
During delivery of the fourth unit of packed cells, the belmont alarmed that it was overheating and blood began to leak from the machine. The machine was immediately turned off.examination showed that the disposable insert for the machine had melted, allowing blood to leak from the affected area.additional comments from a staff member present: the belmont alarmed and stopped. I checked the panel display and it said something about "overheating" and perhaps something about the core element. I was puzzled, but in the next 3 seconds, I noted that blood had started dripping and spraying out of the unit on the back and lower aspect of the machine were the tubing exits. I opened the door and blood poured out of the machine's innards. I had a cold and so cannot personally verify the smell, but the fellow I was with noted an acrid, burnt odor emanating from the tubing or drip chamber. On closer inspection, it appeared that the inner disc at the center of the machine (which houses the heating element was warped and melted and that there was a breach or disruption of the tubing element soon after this point which allowed for the blood to leak out of the 'closed' system.